Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
Original surgery (implantation of a cementless total hip prosthesis) was performed on (B)(6) 2018 to a very heavy patient and the outcome was good. On (B)(6) 2020, the patient reported that a "painless cracking" occurred in the left hip joint. The native radiology showed correct positioning of the metallic prosthesis components without signs of loosening or infection; however, the head of the prosthesis was clearly decentered in the socket. The scintigraphy performed showed no evidence of loosening or infection of the prosthesis. A revision surgery of the left hip joint was performed on (B)(6) 2020. Intraoperatively, there showed advanced destruction of the inlay with corresponding damage to the oxinium ball head.

Manufacturer narrative:
H3,h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The device has various scratches on its surface likely from extraction. The clinical/medical evaluation concluded that the medical root cause for the revision was the damaged poly inlay after only 3 years. With the information provided the root cause of the inlay damage cannot be determined. It is unknown if this patient¿s body habitus contributed to the early wear of the inlay. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. Additional information: d3 and d8/d9 corrected data: b2.